Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal intraocular lens (iol) was explanted due to halo. It is unknown if a backup iol was implanted into the patient's operative eye. Patient status post-procedure is good. No further information provided.

Manufacturer narrative:
Correction: in review, it was noticed that an incorrect / incomplete UDI number (B)(4) was inadvertently entered in the section "d4" of the initial MDR report. The information has been corrected in this supplemental MDR report as indicated below: section d4: UDI number: (B)(4) additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: feb 22, 2024 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint lens reveal that the lens was cut in half. Traces of viscoelastic residue was observed on the lens. The lens was cleaned and no issues that could cause or contribute to the complaint issue was observed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.